Event description:
It was reported by the customer that approximately four of their cots were raising on their own inside the ambulance. It is unk exactly how many cots, nor what serial numbers were involved. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Investigation underway.